Event description:
It was reported that the asymptomatic patient presented in the clinic. Stored electrograms revealed that the right ventricular lead exhibited high ventricular rate and noise reversion episodes. The noise could not be reproduced with isometrics. The device was reprogrammed and the patient was monitored. On (B)(6) 2015, the lead was capped and replaced.

Manufacturer narrative:
(B)(4).